Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4) had a lvp8100 failed pressure calibration. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed calibration process with (B)(4) and found out he did not use pressure calibration set (8100-pcs). I advised him to use 8100-pcs. Assisted with a part number and transferred to (B)(4) for pricing. (B)(4) will use 8100-pcs to perform pressure calibration. If he still have any issue, he will call back.